Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure was leaks on sieve bed tubing, manifold tubing and heat exchanger that were repaired. No new parts listed.